Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited an alert for out of range impedance measurements of greater than 2500 ohms. This information was provided to the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device was later explanted for normal battery depletion and was returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited an alert for out of range impedance measurements of greater than 2500 ohms. This information was provided to the health care professional (hcp). No adverse patient effects were reported. The device remains in service.